Event description:
Abscess, anastomotic leak, sepsis. A 46-year old white female pt with a history of crohn's disease who has undergone previous appendectomy underwent a recurrent vaginal fistula repair with a diverting colostomy approx one (1) year ago. The pt was doing well and presented on 3/15/99 for colostomy take down. Three sheets of seprafilm bioresorbable membrane were placed on the right abdominal side wall, left abdominal side wall, pelvic floor, small bowel under abdominal wall incision and the anastomosis had been covered with the omentum. Following this, the pt's gastrointestinal function slowly returned over the course of approx a week and she was discharged to home tolerating an oral diet. On 3/30/99, the pt presented to the emergency room complaining of nausea and vomiting, decreased oral intake, and crampy abdominal pain for approx 2-3 days. Wbc count was 12.4; abdominal x-ray revealed a large 16 cm of air/fluid cavity consistent with abscess or dilated cecum. The pt was taken emergently to the operating room, where a large intra-abdominal and subcutaneous abscess was identified which appeared to be communicating with an anastomotic leak. A partial sigmoid colectomy, hartmann's procedure and diverting colostomy as well as drainage of the abscess was performed. The pt postoperatively, was taken to the ambulatory intensive care unit and monitored for 48 hours. On postoperative day 3, the pt was transferred to the medical/surgical floor with an open wound requiring frequent packing and maintained on ampicillin, gentamicin, flagyl and fluconazole, for multiple organisms identified by culture within the peritoneal fluid. On 4/5/99 the pt underwent a CT scan of the abdomen, which revealed an abscess in the pelvis. The pt was subsequently taken to the cardiovascular diagnostic lab (cvdl) where an abscess drain was placed and a right ij hohn catheter was placed. The following day the pt was begun on a low-residue diet and an area of necrosis was noted at the base of the wound. There appeared to be some fascial separation superiorly and a bit of exudate in the wound. Therefore, ampicillin was discontinued and vancomycin was added for better gram-positive coverage. Subsequent to this, a fistula was noted to form in the middle aspect of the wound which initially was productive of a moderate amount of thick enteric material. During this time, several wound and abscess cultures had been performed which revealed both gram-positive and gram-negative organisms. An infectious disease consult was requested who advised discontinuing the current antibiotic regimen and consolidating the antibiotic regimen to zosyn 3.375 g intravenously every 6 hours. The cultures were reviewed by the surgical team and this change was made. However, the fluconazole was continued. A repeat CT of the abdomen was performed on 4/13/99, which revealed a decreased size of the abscess cavity in the right pelvis. The following day the pt was again taken to the cvdl where the drains were injected. Injection of the surgical drain was suggestive of a communication with the bowel, the hartmanns stump. Following this the decision was made to back out the right abscess drain which was done over the course of 3 days. During this time the pt was cycled on her total parenteral nutrition (tpn) and her antibiotics were discontinued. The pt was again taken to cvdl on 4/19/99 and the remaining surgical davol drain re-injected. From these studies it appeared that the drain was in communication with the large bowel, probably a remnant of the sigmoid colon distal to the diverting colostomy. The drain continues to drain approx 60 to 70 cc of material per day and the pt is discharged with the davol drain in place. On the date of discharge, the pt is status post placement of a double lumen hickman catheter for long term venous access. The patient is discharged to home in good condition. The reporting physician felt that this event was possibly related to seprafilm.